Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during inspection and labeling, we found damaged packaging and products bent inside the box". This was found prior to use. Associated MDR numbers include: 3006425876-2025-00768, 3006425876-2025-00767, and 3006425876-2025-00765.

Manufacturer narrative:
(B)(4) the customer provided two photos for evaluation. Four unopened sac kits are pictured with visible creasing/bending in all pouches. The customer returned one unopened sac kit for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed that the catheter and protective tubing were kinked within the packaging. The package was opened to analyze the contents within. Visual analysis revealed the guide wire had a kink, which aligned with the kink on the catheter and sac guard tubing. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and confirmed that the distal and proximal welds were secure and intact. The kink on t he guidewire measured 256mm from the proximal tip. The guidewire length measured 349mm, which is within the specification limits of 345mm - 355mm per guidewire product drawing. The guidewire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm - 0.533mm per guidewire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of kinked guidewires in packaging was confirmed through complaint investigation of the returned sample. Kinking was observed on the guidewire body, which aligned with kinking on the catheter and sac guard. The packaging had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during inspection and labeling, we found damaged packaging and products bent inside the box". This was found prior to use. Associated MDR numbers include: 3006425876-2025-00768, 3006425876-2025-00767, 3006425876-2025-00766, and 3006425876-2025-00765.